Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Originally submitted on 09/11/14 but resubmitting due to site being down. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A large piece of the handle has snapped off. Was not returned with the instrument. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Visual examination of the returned device confirms the reported event. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from radel to aluminum. The etched lot code j0804 indicates a manufacture date of august 2004, the product sample associated with this complaint is over 10 years old. However, the root cause for this complaint appears to be heavy usage/wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..